Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 300 mg/dl. The customer was treated for high blood glucose with the insulin pump. Customer stated the drive support cap is sticking out. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 311 mg/dl. The customer stated that the drive support cap is protruded. The customer stated that she doesn't recall pressing the cap while connected. The customer was advised to follow their medically prescribed backup plan. The customer was advised that we are sending cot pump.